Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead could not be inserted into the header of the cardiac resynchronization therapy defibrillator (crt-d). A second crt-d was implanted although insertion difficulty was also experienced despite the use of mineral oil. It was also reported that the right ventricular (rv) lead had perforated the ventricle and the patient had chest pain and fluid in the pericardium. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. The returned device indicated a damaged grommet and a missing set screw. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.